Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and it was confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and instructed to reach out if the issue reoccurs.